Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urgency frequency. It was reported that the patient believed the lead had moved away from the nerve due to his symptoms returning. There were no further symptoms or complications reported or anticipated.